Event description:
Multiple assay imprecision experienced with cap linearity survey material. Account reports control materials are recovering within stated ranges. Field service rep replaced the r2 stirrer paddle, which was nicked and mis-aligned. Field service rep ran the performance check testing, all results from check test recovered within stated manufacture ranges.